Manufacturer narrative:
One workmate claris amplifier was received for evaluation. The workmate claris amplifier was powered on and successful communication was established with the test standard workmate claris computer but no signal was displayed when the ECG simulator was connected. The pca stimulus switch card was temporarily replaced with a test standard card and normal signal display was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The reported event was due to a non-functional pca stimulus switch card.

Event description:
During a procedure an error message "command packet contained incorrect parameter" was received on the amplifier. The error message was unable to be clear so the procedure was abandoned. There were no adverse consequences to the patient.